Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) had exhibited noise on the right ventricular (rv) rate/sense channel, which resulted in pacing inhibition. The patient was to undergo a revision procedure and a new rv lead was to be implanted. Additionally, a longevity calculation was performed estimating less than 1 year remaining. At this time no further information has been made available. No adverse patient effects were reported. Subsequent information indicates that this patient underwent a revision procedure, the patient's rv lead was explanted and replaced and the crt-d was electively changed to a competitor's product as there was less than 1 year remaining. This crt-d was returned for laboratory analysis.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated. Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. The clinical observation of noise was unable to be reproduced during laboratory analysis, this product was found to be operating within device specifications.